Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, and displacement test. There was no motor error alarm found. The motor passed the motor test. However, the unit was unable to prime at 2.5 lbs during the prime test due to a faulty force sensor resistor. The unit could not test for the excessive no delivery alarms or verify finish loading alarm due to a prime anomaly. The unit had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump alarmed motor error. The customer's blood glucose level was 7.2 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.